Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 140 units of insulin. No impact to the customer's blood glucose. Customer added insulin to the cartridge and loaded it successfully.